Event description:
According to the reporter, during a laparoscopic procedure, the component of the device fell into the cavity of the patient. The sti tches of the fascia that ignite the continuous rupture of the suture were made, which proceeds to request another one. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.